Event description:
The customer observed false positive architect stat high sensitive troponin-I results for a (B)(6) male patient on heparin while running on the architect i1000sr analyzer. The following data was provided (reference range: male: 26 ng/l, female: 16 ng/l): sid: (B)(6). Date of testing: (B)(6) 2021. Initial result (false positive): 134.2 ng/ml. Rerun result (negative): 4.1 ng/ml. Sid: (B)(6) (same patient different sample). Date of testing: (B)(6) 2021. Initial result (false positive): 52.6 ng/ml. Rerun result 1 (negative): 5.2 ng/ml. Rerun result 2 (negative): 4.5 ng/ml . There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). (Same patient, different sample collection) this report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue. Trending was reviewed and did not identify any trends for the product for the issue. Customer field data was used to assess the performance of the archtiect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 31411ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 31411ud00 was identified.